Event description:
This is report 1 of 2 for this event. This is a report of a patient who experienced peritonitis. On the same date as the on set, the patient was hospitalized. On an unknown date, the treatment for the event included vancomycin and fortz (frequency and dosage not reported). One month after the on set, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894188, gd894014 and gd894394 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted.